Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: pending. This spontaneous case, reported by a consumer who contacted the company to report adverse event, concerned a (B)(6) female patient of asian origin. Medical history and concomitant medications were not reported. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge from a reusable pen (humapen ergo ii), 22 units, (each morning and evening) twice daily, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2014. On (B)(6) 2018, after starting of insulin lispro protamine suspension 75%/insulin lispro 25% therapy she was suffering from hyperglycemia (her fasting blood glucose was 191 mg/dl and random blood glucose was 400 mg/dl) and also she had admitted in hospital due to hyperglycemia. Further information regarding hospitalization and corrective treatment was not reported. Outcome of the event was reported as not recovered. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the device and its training status was unknown. The general device duration of use was unknown, beginning on an unknown date in 2014, while the duration of use for suspect device was not provided. The return status of the suspect devices was not provided. The reporting consumer considered the event was related with insulin lispro protamine suspension 75%/insulin lispro 25% therapy and not related with suspect humapen ergo ii device. Edit 03dec2018: updated medwatch and (B)(6) fields for expedited device reporting. No new information added.